Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b6, g3, g6, h2, h6, h11.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cruciate retaining standard femoral component left size 5 catalog #: 42502605801 lot #: 65362303, persona cemented all poly patella 29mm catalog #: 42540000029 lot #: 66094720, persona medial congruent articular surface left 10mm catalog #: 42512100310 lot #: 65842362. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is scheduled to undergo a left knee arthroplasty revision to address pain, stiffness and heaviness in the knee secondary to loosening approximately two (2) years post-operatively. Initial operative notes noted no intraoperative complications. The knee achieved good range of motion and excellent stability at the time of procedure completion. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b2, b3, b4, b5, d6b, g3, g6, h2, h6, h10, h11.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain, stiffness and heaviness in the knee secondary to loosening approximately two (2) years post-operatively. Initial operative notes noted no intraoperative complications. The knee achieved good range of motion and excellent stability at the time of procedure completion. Attempts have been made, however, no additional information is available.